Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump stopped, double beeped, and the reporter was unable recall the alarm. Troubleshooting was performed but the double beep persisted. Troubleshooting was repeated but the pump then alarmed no disposable, pump won't run. A continuous infusion rate of 2.2 ml per hour had been programmed, with a total reservoir volume of 35.6 ml and a given volume of 64.4 ml. No adverse event was reported.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported pump stopped, double beep was heard and alarming no disposable pump would not run. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.